Event description:
Caller reported a malfunction on pump, displaying malfunction code 12. No notable events occurred prior to the malfunction, and there was no adverse impact to customer¿s blood glucose level. Tandem technical support provided pump reset instructions and assisted caller in resetting pump successfully. Malfunction did not recur after reset, and caller was informed to continue using pump and to call back if issue recurs. Caller acknowledged understanding of instructions.